Manufacturer narrative:
H3: device evaluation: lens was returned with moisture in a microcentrifuge vial. Visual inspection found a haptic bent lens. Dimensional and functional inspection found lens to be manufactured within specifications. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was intraoperatively removed and replaced for a replacement lens and the problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. (B)(4).